Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The pump was blocked from filling menu. Troubleshooting was not performed. The device will be returned for analysis.